Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited undersensing that possibly caused under detection of atrial arrhythmia episodes. Additionally, it was suspected that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that both the ra lead and ICD were reprogrammed and remain in use.